Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during an implant procedure, the patient showed high impedances on electrode contacts 0-1, 0-2, 0-3 >40,000 ohms. The physician tried to reconnect the lead and twist lock cable during the impedance check, but the high impedance remained. The physician changed the lead and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lead (lot no. 0213764895) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.